Event description:
Hcp reported the patient's pump had emptied and experienced "medication withdrawal symptoms." Hcp reported pump battery exhaustion. No device troubleshooting was required. The pump was explanted and replaced. The patient outcome was not reported.